Event description:
The customer complained of a questionable ise indirect na for gen.2 result for 1 patient sample tested on a cobas 6000 c (501) module. The initial sodium result was 149 mmol/l with a repeat result of 138 mmol/l. The erroneous result was not reported outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. The sodium electrode lot information was requested but was not provided. Qc results were acceptable. No conspicuous events were noted in the analyzer alarm history. The field engineering specialist found that the root cause was due to the sodium hydroxide level being too high on the rinse nozzles. He adjusted all rinse levels on the rinse mechanism. He verified the system by running successful precision testing. The issue was resolved by the service activities performed. There have been no further issues following the service visit.